Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on may 30, 2024. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "hardening. And capsular contracture, baker grade iii". Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "hardening and capsular contracture baker grade iii." Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported right side "hardening and capsular contracture baker grade iii..." Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27/jun/2024.

Event description:
Healthcare professional reported right side "hardening and capsular contracture baker grade iii..." Device has been explanted and replaced with non-allergan brand.